Event description:
It was reported that the patient feels the device firing everything 3 minutes and is causing the patient a lot of pain. The physician noted he would like the device explanted no known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.